Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said said they were mentally ill and unable to follow the recharging instructions of the device. Pt said meeting the rep in office did not work and thought their ins was dead. Pt said the rep was unable to reprogram their ins in november since the pt had not recharged their ins in awhile. Pt was able to successfully start recharging their ins during the call with excellent recharging quality (controller 70%, ins in the red). Pt will continue to recharge the ins and will call back next week to get the date and time on their controller corrected. The troubleshooting steps that were taken on the call resolved the issue. Pt mentioned that they go in to the hcp every 6 weeks and were due again to go in this thursday. Pt mentioned that they have a pump refill coming up (pt did not make any allegations against device). Patient stated they've been reprogrammed three different times, without success, since implant. Patient stated they've been programmed by manufacturer representatives, most recently, a male rep (name unknown) in mid-november. Patient stated the appointment in november was at an hcp office )pump hcp - no allegations). Patient stated their controller is completely blank even though it has been charging for 3 days. Tss had patient remove battery pack and plug controller into the wall but the screen remained blank and controller was unresponsive. Tss had patient unplug controller from the wall, insert aa batteries and the controller powered on with message to "replace controller batteries now". Patient re-inserted battery pack and plugged it into the wall but the controller was still blank. Patient mentioned that the ac power cord was having trouble staying plugged into the controller. Patient also mentioned that they've had trouble charging the ins, in which it just won't charge and they speculated that maybe the controller port is causing the issue (given that's where the recharger also plugs in). Patient stated that the blank controller and ins recharging issues both started around the same time - mid november (patient estimated november 7th or 15th and then maybe right before thanksgiving). Patient stated they met with a rep at hcp's office in mid-november for reprogramming. At that time, the rep was aware of the ins recharging issue but the not the blank controller (as this issue started after they saw the rep). Patient stated that after seeing the rep, it wasn't charging for 2 days but tss forgot to clarify if they were referring to ins or controller. The issue was not resolved. The patient (pt) called back and said they received the controller replacement and the controller still does not power on with battery pack or ac power supply. The ac power cord has a loose connection in the port.

Manufacturer narrative:
Continuation of d10: product ID 97745ac, serial# unknown, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.